Event description:
Customer is reporting a sample with anti-lea reacted negative with cell # 8 from the 0.8% resolve panel a lot vra194 in manual gel. On (B)(6) 2014, the sample was first tested in manual gel with the 0.8% surgiscreen cells, a 1+ positive result was obtained for the lea positive cell. The sample was then tested with resolve panel a lot vra194 using manual gel method. All anti-lea positive cells reacted 1+ except for cell #8. The antibody screen was then sent to a reference lab for confirmation testing where anti-lea was confirmed. The samples were then tested with resolve panel b. All lea positive cells were 1+ positive and anti-lea was identified in the sample. Panel a cell# 8 was repeated with manual gel and was negative. No extended incubation was used. Qc was not done for anti-lea as customer does not have lea antisera. Reagent red blood cell storage and handling was as per IFU. All reagents were acceptable and had normal appearance.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation.(B)(4).